Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that discordant, abnormal assay error flagged, falsely depressed magnesium (mg) patient results were obtained on the dimension vista 1500 system. Headquarters support center (hsc) has reviewed the information provided and concluded that it is not a mg reagent lot or method issue. There is no evidence of a product nonconformance. The customer has been using mg reagent lot 18032bb without issue and was using the same mg reagent lot on an alternate vista without any issue. All quality control (qc) was within customer ranges. The customer reported the two patient samples in error. The mg results were appropriately flagged by the vista instrument. Based on the information provided, hsc is unable to determine the cause of this event. The customer replaced the mg flex in use with a different mg flex from the same mg reagent lot 18032bb and has experienced no issue. This event represents use error due to the reporting of error flagged results which are non-reportable values. The patient results were flagged appropriately by the instrument. Vista operators guide states: abnormal assay [e143]: outside computed results monitoring limits explanation: the result monitor feature uses existing loci, nephelometric, and photometric reads to check for reagent quality and delivery and, for some methods, sample delivery. The message indicates that expected absorbance/kcounts were not met for a specific cuvette or loci reaction vessel. What to do: the result cannot be reported. Rerun the sample. The instrument is performing according to specifications. No further evaluation of the instrument is required.

Event description:
Discordant, abnormal assay error flagged, falsely depressed magnesium (mg) results were obtained on two patient samples on the dimension vista 1500 system. The results were reported to the physician. The physician requested new samples from the patients. The new samples were processed and higher results were obtained. The original samples were processed again at a later date and higher results were obtained. Corrected reports were issued. The customer stated that both patients received treatment however, there was no indication of the type of treatment received. (Complaint states: floor nurse indicated the patient was treated for the low mg but did not * elaborate on the treatment.) There are no known reports of adverse health consequences due to the discordant, abnormal assay error flagged, falsely depressed magnesium (mg) results or treatment.